Event description:
PICC placed with some difficulty. Unable to remove guidewire. Unable to remove last 10 cm of PICC. X-rayed surgeon called to remove wire still in place in catheter when removed. Cannot confirm l/n as package not saved.